Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3 7754, serial # (B)(4), product type recharger; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient had a shocking sensation. It was noted the patient gets a shocking sensation every time they used the implantable neurostimulator (ins). It was further noted that his had been occurring for 3-4 months. The reporter stated they were going to have their device removed because it was not working and not helping with controlling the pain in their hips and legs. The reporter stated that this had been going on for two months. The reporter further stated they fall a lot, but they were falling more since implant. It was noted the ins worked for the patient in the beginning. It was noted the patient was requesting compatibility guidelines for radiation stent implants. The reporter stated their boyfriend¿s brother had radiation stent implants yesterday and they were told not to let any women or pregnant women near them with those stents. Additional information was requested, but was not available as of the date of this report.